Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the nozzle of the gastrointestinal videoscope was clogged with foreign matter. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation and the information provided, fiber-like foreign material and brown foreign material were clogged in the nozzle. The fiber-like material was polyethylene terephthalate derived from fiber for packing material or clothes, and the brown material was likely the component of polyurethane. It is likely that lint was adhered to the scope or air/water valve, and it was got into the air / water channel during cleaning/disinfecting by using significantly fluffed towels or gauze and this led to the malfunction of the foreign material remaining in the device. Olympus will continue to monitor field performance for this device.